Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the user inserted a new foley catheter to the patient at 3 pm on (B)(6) 2022, but at 3:20 pm, it was found that the catheter fell out from patient's body. The doctor then injected 10ml air into the balloon by the syringe, but the balloon could not be inflated and found that the balloon was damaged.